Event description:
Customer's father advised the customer was in the hospital with a blood glucose level of blood reading of 23 mmol/l. Father reported e4 (occlusion) error was displayed on the pump and could not be resolved by changing the cartridge and infusion set. Nothing reported to indicate device malfunction. No indication system performing outside specifications. A request was made for the return of the device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.